Manufacturer narrative:
(B)(4). Batch # r58159. Product investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. A gst60d cartridge reload was received loaded on the device. The cartridge was received partially fired 1/16, with 2 double drivers out of position, making the reload non-functional. The bailout system was reset and then the device was tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the cartridge. No conclusion could be reached on what may have caused the cartridge drivers out of position. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, at the first firing, the device did not move at all when the device was used on the rectum. The target tissue was swollen intensely. A competitive device with black cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.